Event description:
It was reported the patient received the following results within 15 minutes: 156 mg/dl and 76 mg/dl.

Manufacturer narrative:
Correction: d4 - primary UDI number updated based on the returned product.